Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a lobectomy procedure, while closing the stapler, the stapler started to fire the cartridge as soon as the jaw was closed. A blue cartridge was used on lung tissue. Event occurred while firing the second blue cartridge. Unpacked and used a new stapler.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: is the current patient status known? Patient went home. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Manufacturer narrative:
(B)(4). Batch number: r57a11. The analysis found that one plee60a device was returned for analysis with an ecr60b cartridge loaded on the device. The cartridge was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.